Event description:
Asap too study it was reported that a transient ischemic attack (tia) occurred. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted with 1mm largest residual jet size around device and deployed device diameter of 18 mm. After the implant the patient was started on clopidogrel. Aspirin was continued. On (B)(6) 2020, the patient was discharged. On (B)(6) 2022, 1058 days post index procedure, the patient presented emergently with slurred speech and right arm numbness. On the same day, the patient was hospitalized for further evaluation and treatment. A head computed tomography (CT) was performed and showed no acute findings. Electrocardiogram and laboratory test (blood work) were also performed as diagnostics. Neurology was consulted and the patient was diagnosed with transient ischemic attacks (tia), possibly secondary to microvascular ischemia. No corrective action was taken to treat the event. On (B)(6) 2022, the event was considered as resolved and on the same day, the patient was discharged.

Event description:
Asap too study. It was reported that a transient ischemic attack (tia) occurred. Prior to the index procedure, aspirin was administered. A left atrial appendage (laa) closure procedure was performed and a 21mm watchman laa closure device was implanted with 1mm largest residual jet size around device and deployed device diameter of 18 mm. After the implant the patient was started on clopidogrel. Aspirin was continued. On 09jan2020, the patient was discharged. On 01dec2022, 1058 days post index procedure, the patient presented emergently with slurred speech and right arm numbness. On the same day, the patient was hospitalized for further evaluation and treatment. A head computed tomography (CT) was performed and showed no acute findings. Electrocardiogram and laboratory test (blood work) were also performed as diagnostics. Neurology was consulted and the patient was diagnosed with transient ischemic attacks (tia), possibly secondary to microvascular ischemia. No corrective action was taken to treat the event. On 02dec2022, the event was considered as resolved and on the same day, the patient was discharged. It was further reported that the event lasted for thirty minutes. At the time of the event, the patient was on aspirin. During this time, lab test revealed inr value at 1.1 (reference range: 0.9-1.1). Magnetic resonance imaging (MRI) of brain without contrast was recommended for further evaluation. Additionally, telemetry was also recommended, and the patient was started on IV fluids. Neuro checks were performed in every 6 hours and then patient was recommended to tilt the head 30 degree of bed. On 02dec2022, MRI of brain was performed and following impressions were noted: no acute intracranial abnormality, the cerebral parenchyma demonstrated moderate periventricular white matter increased t2-weighted signal, which was nonspecific, but would be most consistent with microvascular disease and low signal on gre sequence within the bilateral frontal, parietal, temporal and occipital lobes remain unchanged.